Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results involving the unicel dxi 800 access immunoassay system serial number (B)(4) for one (1) patient. The patient's sample (designated as sample 1) was repeated on the same unicel dxi 800 access immunoassay system and a lower result, within the assay's normal reference range, was obtained. The sample was also repeated on the laboratory's alternate methodology, and abbott I-stat analyzer, and a lower result was generated. The next sample from the patient (designated as sample 2) was processed on the original unicel dxi 800 access immunoassay system, and a lower result, within the assay's normal reference range, was generated. Another sample from the patient (designated as sample 3) was run on the original unicel dxi 800 access immunoassay system and a higher result, outside of the assay's normal reference range, was generated. Two (2) additional samples from the patient (designated as sample 4 and sample 5) were processed on the unicel dxi 800 access immunoassay system and lower results, within the assay's normal reference range, were obtained. The original elevated result was reported outside of the laboratory. There was change or impact to patient care or treatment which occurred in association with the non-reproducible access accutni+3 result as the patient was admitted to the hospital. Quality control (qc) and calibration were performing within assay and instrument specifications at the time of the event. The sample was collected in a lithium heparin plasma tube and was centrifuged on the laboratory automation system (las) for seven (7) minutes at 3019 rpm (revolutions per minute). The customer did not report any issues with sample integrity.

Manufacturer narrative:
The customer did not provide patient demographics such as age, date of birth, sex or weight. A beckman coulter (bec) field service engineer (fse) was not dispatched. Quality control (qc) and calibration were performing within assay and instrument specifications at the time of the event. There is no indication the access accutni+3 reagent was returned for evaluation. In conclusion, the cause of this event cannot be determined with the available information.